Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported an exposure to their right eye with the d now covid-19 elution buffer. The user states the experienced no symptoms but flushed their eye with water. No additional patient information, including treatment and outcome, was provided.